Event description:
It was reported that diagnostic imaging was performed and dislodgment of the right ventricle (rv) lead was observed. A revision procedure was performed and repositioning of the rv lead was attempted, however, the helix was no longer able to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.